Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device the customer's reported problem was duplicated. Error "patient data lost" message was detected at power up. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional information was received indicating additional details about the event.

Event description:
Additional information was received that the device produced an audible alarm when the error occurred.

Event description:
Information was received indicating that cadd solis vip displayed an error that the data is lost. There were no adverse events reported.